Manufacturer narrative:
The inspiratory pressure transducer printed-circuit board (pcb) was returned for investigation. The pressure transducer test failed during testing of the returned pressure transducer pcb in a reference ventilator. The pressure sensor's offset value had drifted and exceeded the allowed limit (±300mv from default). During ventilation testing, an alarm for high peep (positive end expiratory pressure) was generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Prior investigations of other pressure transducer pcb's have shown that once the dirt was removed, the pressure transducers functioned normally, and no offset drift was noticed. Our conclusion is, that the presence of dirt/particles in the ceramic cavity on the top of the sensors' chip had caused an offset drift which affected the measured peep and caused the reported failure. The root cause for the dirt/particles in the ceramic cavity has not been determined from this investigation.

Event description:
Manufacturer reference # (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator was delivering a lower peep (positive end expiratory pressure) than set. There was no injury to the patient reported. (B)(4).